Event description:
It was reported that the zimmer ats 3000 unit was allowing blood to flow to the surgical site. It was reported that there were no alarms to indicate a cuff failure. It was also reported that the surgeon noted increased blood in the surgical field during a procedure, with an unknown estimated blood loss or volume replacement. The procedure was halted for approximately 15 minutes while a new surgical cuff was applied, following re-exsanguination of the limb. A different ats device was available and used to complete the planned procedure. It was reported that an unknown 34" disposable cuff was unable to be returned for evaluation. There was no reason provided. There was no indication from the customer the cuff had been reprocessed.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 4 years old and was last returned to the manufacturer for repair on (B)(4) 2009. Upon return of the tourniquet device, the customer did not include their cuff for evaluation. The battery inside the device was outdated and the pole clamp assembly was damaged. The battery and pole clamp could not have caused the reported event. The device met functional tests and displayed no alarms. The complaint could not be verified. The device was serviced and returned to the customer.